Manufacturer narrative:
Post procedure and late ventricular arrhythmias can be associated with patient factors such as poor ventricular function, inadequate coronary perfusion, tamponade, hypovolemia or electrolyte deficiencies (e.g. Hypokalemia, hypocalcemia, hypomagnesemia). Ventricular arrhythmias can also be associated with significant post procedural bleeding from the ta access site. This patient population is typically elderly, may be non-operative or high risk, have complex medical histories, multiple co-morbidities, and lower cardiac reserve that can limit their ability to recover from the medical conditions above. In the absence of valve dysfunction or valve related ischemia, post-procedure and late ventricular arrhythmias are highly unlikely to be related to the implanted valve. In this case, the patient developed cardiac arrest 2 days post tavr from apparent respiratory failure with unknown underlying cause. In addition to the procedure itself, it is possible the patient¿s advanced age and underlying cardiac pathology may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the implant patient registry, the patient received a sapien 23mm heart valve on (B)(6) 2012. The patient expired from unknown causes 2 days post tavr.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
It was found through obituary search by the edwards implant patient registry that this patient expired 2 days post tavr from unknown causes. Review of the patient¿s medical records revealed the 23mm sapien valve was successfully deployed with no pvl and trace central ai. The patient was transferred to cardiovascular ICU in stable condition on ventilation. Post tavr day 1, the patient was weaned from ventilation and was noted to have developed complete heart block. A permanent pacemaker was received 2 days post tavr. Shortly following the end of the procedure, while the patient was being re-worked up by anesthesia, she was being transferred over to her ICU bed, and at that time, she developed hypoxemia and a widening qrs complex. She became hypercapnic, despite being intubated, with pco2s in the 150 range and declining po2s. The patient suffered cardiac arrest and CPR was started. After 45 minutes of CPR, the patient could not be resuscitated and death was pronounced.